Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button requires multiple presses. The customer's blood glucose level was unknown. The customer also reported that they received unexplained no delivery alerts and error message during rewind pump had to rewind more than once. The device will not be returned for analysis.